Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra2 meter reverted to setup mode. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient said the issue started sometime during the end of (B) (6). The patient reported taking her usual dose of diabetes medication and takes 8 units of regular insulin in the morning and 6 units in the evening as well as 22 units of nph in the morning and 8 units in the evening. She says she could not test on the meter due to the issue since (B) (6) and about 2 weeks before calling lifescan on (B) (6) had symptoms of trembling, and feeling heavy in her legs, which she attributes to hyperglycemia. She says she took 22 units of nph that morning when she had the symptoms and felt better shortly afterward. She says the symptoms may have occurred because she has not been able to test her blood sugar on her meter for almost three months and didn't know if she was eating too much or too little. According to the troubleshooting performed with customer service, the meter was compromised by water. This complaint is being reported because the patient says she wasn't able to test her blood sugar and suffered symptoms indicative of hyperglycemia requiring self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.